Event description:
It was reported that "the handle of the vcare broke at the seam and rendered the manipulator useless." Replaced with another vcare. No pt injury reported.

Manufacturer narrative:
A review of sentinel events, indicated that this reported malfunction is MDR reportable. When the investigation report has been completed, a supplemental report will be filed.